Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer delivered too much insulin. Customer blood glucose (bg) level was impacted (38 mg/dl). The customer set a temporary basal rate of 15% for 45 minutes and consumed glucose tablets to address bg level. Recommendation was made to discuss diabetes management with health care provider.